Event description:
While removing the uterine elevator pro with occluder balloon, with the uterus from the vagina during a robotic assisted hysterectomy, it came apart in 3 pieces. They were able to retrieve all the pieces with no injury to the patient and complete the procedure. FDA safety report ID # (B)(4).